Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b5, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record (DHR) review is not required for this event. This event is within scope of this technical summary and there is no evidence to support a manufacturing/design non-conformance. Therefore, a lot history review is not required. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed based on the medical record. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required. Complaint (B)(4) was opened for the thv placed in the surgical in 2022.

Event description:
A valve in valve was performed.

Event description:
As reported by the edwards field clinical specialist (fcs), approximately 2 years and 6 months post implant of a 23mm sapien 3 ultra valve inside a 21mm edwards surgical valve, the patient presented with stenosis. The aortic valve area (ava) measured 0.8cm2, with a peak gradient of 39mmhg and maximum velocity of 4.15. The patient reported having fatigue and worsening dyspnea on exertion. There is no reintervention decided at this time.

Manufacturer narrative:
Investigation is still ongoing.